Event description:
There was no patient involved in this event. This device malfunctioned because the memory was full and the status indicator was illuminated constantly. A device in this fault mode, if left undetected could result in the device failing to perform as intended if required.